Manufacturer narrative:
The event of tenderness, hot to touch, pustule-like spots, infection, hematoma, erythema, swelling, induration, and nodularity are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported 4 days after injection with juvederm voluma xc in the "lateral zygomatic" and right "inner lower orbital rim" as well as concomitant botox in the glabella the pt woke up and noted the area was "very swollen", erythematous, indurated, and felt hot to touch". The pt also noted increasing tenderness of the left cheek and "pustule-like spots". The healthcare professional thought the pt could be showing signs of an "early infection vs hematoma with swelling". The pt was prescribed "cipro" and diflucan. The healthcare professional has only been able to monitor the pt via phone and photos as the pt lives 6 hours away from the office. With treatment, the "erythema, swelling, and induration are down, but the nodularity in the lower inner [left] check near the nose remains". The pt had been injected with 2 syringes of juvederm voluma xc for "bilateral cheek augmentation" four days prior to the injection noted above; there were "no issues upon completion".